Manufacturer narrative:
(B)(4).added following clarification: it was reported that the battery gauge decreased from 40% to 5% while pump was plugged in to a power source and charging.

Event description:
Added following clarification: it was reported that the battery gauge decreased from 40% to 5% while pump was plugged in to a power source and charging.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery depleted rapidly from 40% to 5% after being unplugged. Reportedly, the customer plugged the pump into a power source until the battery charged to 40% and unplugged the pump. While unplugged, the pump battery gauge increased to 80%. There was no reported impact to the customer's blood glucose (bg) level. Review of the pump data by tandem technical support indicated that the fuel gauge self-corrected.